Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿occlusion alarm doesn't work". The unit was triaged and the reported issue could not be confirmed at this time; flow sensor section of the performance verification was performed five times to test upstream occlusion and passed each time. Downstream was occluded several times and alarm functioned normally.. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's occlusion alarm doesn't work. Issue found during testing. No patient was involved.